Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Reportedly, before the clip was fired, the device came out of the pt. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
Device coding: other - loss of vessel access. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.